Manufacturer narrative:
(B)(4). Advancer.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the firing locked and clips were not coming out of the jaws and gathering at the tips. They had to open another device and all was fine. There were no adverse consequences for the patient.